Event description:
It was reported that an ilet user recently discharged after pneumonia treatment and taking steroids experienced continuous glucose sensor issues, including repeated sensor errors and a message that the sensor was already in use, which prevented pairing and required the ilet to operate in a mode that depended on manual blood glucose entries while dosing continued. Symptoms included hyperglycemia, with a reported blood glucose of 172 mg/dl. Outcomes included the need for unplanned troubleshooting, manual glucose entry for an extended period, and transfer to the sensor partner for replacement support. Investigation included review of device error logs, product use analysis, and user coaching on operating in blood glucose entry mode during sensor downtime. Investigation of this case revealed a sensor communication and pairing failure attributable to the third-party sensor system, with the ilet functioning as designed in blood glucose mode. It was concluded that the ilet did not malfunction, that the event was related to external sensor performance, and that user education and partner replacement of the sensor were appropriate mitigations.